Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there were a few air bubbles in their reservoir. The patient's blood glucose at the time of incident was 88 mg/dl. Troubleshooting was initiated and the customer was able to prime out the air bubbles. The customer stated that they still rewind the insulin pump with the reservoir inside of the insulin pump. A high pressure test was performed and the insulin pump passed. The insulin pump functions as designed. No products were returned or replaced.